Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to issue the medication since the user did not have a check box to click to select the medication. A technical support specialist remoted into the cabinet, found that the medication was waiting for rxverify approval from the pharmacy and the user needed to wait for the medication to be approved by the pharmacy through rxverify to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue the medication as there was no checkbox available to select it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.